Event description:
It was reported that bd syringe luer-lok¿ tip was missing label information. This occurred on 5 occasions before use. The following information was provided by the initial reporter: material no. 301029 batch no. 9080610. It was reported 5 boxes did not have the lot listed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip was missing label information. This occurred on 5 occasions before use. The following information was provided by the initial reporter: material no. 301029, batch no. 9080610. It was reported 5 boxes did not have the lot listed.